Manufacturer narrative:
(B)(4). The customer complaint could not be confirmed because the affected product has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
Customer reported tubing ruptured during infusion. No pt harm or med intervention occurred. No further pt/event info was reported.